Manufacturer narrative:
The concerned device scope has not been serviced via repair in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via repair request that the customer colono-videoscope has a ¿clogged nozzle¿. A foreign material is potentially stuck in the nozzle which was found during reprocessing. Another similar device was used for the enteroscopy procedure. The procedure was completed without delay. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to gauze and/or a piece from peripheral products/ body fluids/adhering matter of chemicals used. Furthermore, it was also deemed plausible that the previous reprocessing was incorrect. The following instructions for use (IFU) are presented as applicable for the suggested phenomenon: "operation manual_ preparation and inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.